Event description:
Customer reported issues with the insulin pump. Customer states that there is a display anomaly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with a cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.